Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm and was not able to clear. Customer attempted to troubleshoot by removing batteries and received a battery out limit alarm. Customer's blood glucose was 20 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.